Event description:
A report was received that the patient was experiencing weakness in the right leg after a previous revision. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #:sc-8216-70, serial #: (B)(4), description:artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.